Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed that the advisory which this product is included in causes loss of therapy rather than inappropriate therapy. Ts recommended that the caller discuss whether the shocks were appropriate with their physician. This device is included in the renewal 1 and renewal 2 short devices - pre-corrective action (B)(6) 2005 advisory population. As of today, this medical device has not been returned to boston scientific for analysis. Should the device be returned, or if any additional information becomes available, this event will be updated. This device was subsequently removed from service due to a heart transplant. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered 26 shocks after the patient was syncopal. The caller then stated that 14 of the 26 were actually converted episodes. The caller noted that no one could program his device and that he was told to go home and die. He also noted that he was told his heart was severely scarred.